Manufacturer narrative:
The initial report for this complaint was previously submitted under manufacturing report number 1016427-2016-00028. The initial report submitted is attached for reference. As this follow-up report is being submitted through another system, the manufacturing number has changed. All future reports for this complaint will be submitted under this report number.        Please note that the lot number provided was not valid (3523103).  Additional information was received: there were 4 different lot numbers the wires were opened correctly, not resterilized just kinking in little babies. Initial reporters was not in that room that day or the day before. The doctors do not want to use these wire, they are concerned that the wires will break inside the patient.     Complaint conclusion: as reported, a pgw .018 sv inter 180cm st wire unwinded and broke off in the patient. There was no report of patient injuries. There were four different lot numbers involved. The wires were opened correctly as per the instruction for use (IFU). The wires were not resterilized. Additional information from the account reported that the wires were just kinking in little babies. Initial reporter was not in the room during the procedures. The doctors do not want to use these wires as they are concerned that the wires will break inside the patient.   The products were not returned for analysis. Since no lot number was provided, no device history record (DHR) review could be performed. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue.   According to the product instructions for use, users are warned that guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, a pgw .018 sv inter 180cm st wire unwinded and broke off in the patient. No injuries reported.